Event description:
Unomedical reference number (B)(4). Event occurred in the united states . On (B)(6) 2024, it was reported by the patient that infusion set was kinked due to which hyperglycemia occurs within 3 hours of insertion. Blood glucose level was 320 mg/dl. Infusion set was placed in abdomen. High blood glucose level was treated by the correction injection via mdi and changed infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.